Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.0.1 h2-3) the logs and archives were reviewed. The analyst loaded the shared archive in house which contained 2 imaging system exams (each 192 slices) with 0.83 spacing <(>&<)> thickness and tried to reproduce the scenario but it could not be reproduced. The settings were switchable and mentioned issue could not be seen. The logs of the event date 29/4/2024 even did not capture any evidence of switching the settings as no change mode was captured from logs. In fact, on 24th april the logs captured some evidence of change in the settings from "stationary" to "moving" and vice versa and no error or abnormalities were seen while this transition. Logs and archive were not helpful in capturing the root cause of the reported scenario. Suspected this might have been a site error, but there was no way to confirm this. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), software version: 2.1.0 h6: multiple annex a codes were coded for this event. H3, h6: the system was serviced in the field and no failure was found. A0908 was coded for the opposite navigation settings. A23 was coded for being unable to switch the settings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the manufacturer representative (rep) reported on behalf of the client, that despite the having the navigation system set to have stationary images and the navigated instrument moving on screen, the opposite was true. The site was unable to switch settings. The rep called while on-site and reported that he could not replicate the issue, but was requesting that technical services (ts) reviewed the patient exports to confirm if this was a site error. Delay in surgery and patient information were not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The event was a spine procedure with a reported delay of 15 minutes. There was no reported impact to patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.